Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal discomfort and cloudy pd effluent. The patient was not hospitalized for the event. On the same day as peritonitis diagnosis, the patient began treatment for the event with vancomycin, cefazolin and ceftazidime, for three days (doses, frequencies, and routes were not reported). On an unreported date, in the same month as onset, the patient was recovered from the event and antibiotic treatments were discontinued. At the time of this report, dianeal and extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.